Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Customer quality investigation: visual inspection: the combined hammer 500g (p/n: 03.010.522, lot #: l242856) was returned and received at us cq. Upon visual inspection, tig welding was broken and the hammer was separated from the shaft. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Yes, the weld on the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the combined hammer 500g (p/n: 03.010.522, lot #: l242856). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: DHR review for the following device was conducted at manufacturing site umkirch. Part # 03.010.522 lot # l242856 manufacturing date: 01/04/2017 a DHR review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the complaint condition could be confirmed as the hammer head is separated from the rest of the device at the welding. However, the root cause for breakage cannot be determined based on the available image. There were scratches on silicone grip of the shaft but have no impact on the device functionality. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the spiral combination hammer 500 grams was split during an unknown procedure. No further information reported. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).